Manufacturer narrative:
Device evaluation of battery sn: (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack and reported that it was unable to power on a monitor.